Event description:
A malfunction alarm with code malf 12 was reported, and there were no significant events leading up to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed a critical threshold. Technical support assisted the customer in resetting the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the malfunction code reappears.